Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary the product was not returned to depuy synthes, however a photo was provided for evaluation. Visual inspection of the returned photo found that the shaft does not have structural anomalies, however it was observed foreign matter, presumably biological matter. The anchor was found broken near mid-body and still attached from the inserter. The sutures were detached from the shaft. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the lupine br ds w/orthcrd would have contributed to the complained device issue. Based on the investigation findings, the potential cause for the broken anchor is traced to the procedural variables, such handling of the device or product interaction during procedure. The possible root cause is linked to an off-axis insertion and levering during insertion. As per the instructions for use (IFU); 1) do not twist or apply bending force to the inserter. Doing so may damage the anchor, suture, or inserter tip. 2) excessive tension may overload the anchor or suture. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during a right shoulder labrum suturing surgical procedure when using a lupine br ds w/orthcrd anchor device, it was observed that the tip of the anchor was broken off. It was reported that all the broken parts were removed. The surgeon changed to another lupine br ds w/orthcrd anchor device to continue the surgery, and the same problem happened again. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. This is report 2 of 2 for (B)(4).